Event description:
Pump was sent in for service where a failure code 810:04 on channel b and a fail code 803:07 for channel a was found during the evaluation process. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.